Manufacturer narrative:
510(k): k212323. Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The first photo shows the device in a coiled position and the clip can be seen. The second and third photos show the distal end of the device, and the clip housing has detached from the cath attach but is still connected to the drive wire. The fourth photo shows the pouch, and the label matches that in the report. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action (CAPA) has been initiated to reduce occurrences of the clip housing detaching from the cath attach for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available

Event description:
During an upper digestive endoscopy, the physician was preparing to use a cook instinct plus endoscopic clipping device. It was reported that when opening a hemoclip, the doctor noticed that the material was broken. Photos of the device were provided showing the clip tromboning [clip housing detached from the cath attach but remained attached to the drive wire]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.